Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system stopped working. The result was a retinal detachment in the left eye. There was unspecified intervention. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the host module was replaced. The system was tested and found to meet product specifications. The system was manufactured on august 15, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no system message displayed prior to the system stopping. There was no adverse event. The scheduled procedure was repair of a retinal detachment. A retinal detachment did not occur as a result of the system stopping.

Manufacturer narrative:
Corrected information in b.1., b.5. And h.1. Additional information is provided in b.7 this was initially reported as a reportable malfunction and an adverse event. With new information provided in b.5 it is now known that there was no harm. The manufacturer internal reference number is: (B)(4).